Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 31 mg/dl and sugar was consumed to address bg. Customer did not know cause of low bg. No additional information was provided at the time of the report. Upon follow up, customer reported to be "fine".

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 44 mg/dl was recorded by continuous glucose monitor (cgm) at 3:29 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.